Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n772854003, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving intrathecal therapy (drug unknown) at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported that the connector was taken in hand to connect the pump side catheter and the spinal side catheter. When the collet was grabbed to insert the catheter into the collet, the collet came off, although no force was applied. One of the collets came off from the connector. Retrieving the product was ¿told to the physician, but the nurse was not told about retrieving¿. During programming, the nurse cleaned up all the clean tables used at the time of the procedure, so the product could not be retrieved. The entire product was discarded. Compensation replacement of the ascenda catheter kit was requested. It was noted that ¿the product was used when connecting the catheter.¿ the issue was considered resolved as no further issue was reported. The cause of the collet coming off was undetermined. The pump implant date was unknown. The patient¿s gender, age, and weight were unknown. No further complications were reported.